Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the surgeon treated a thyroidectomy with the probe and tube. The patient returned to the emergency 2 days after the procedure and the nasofibroscopy diagnostic detected a little anterior breach at the trachea. During the procedure, the surgeon used a monopolar probe for dissection and hemostasis. The tube was being used normally with eschmann. The electrosurgical equipment device has been placed on the shoulder in front of patient. The surgeon think it was possible to have an electric arc between the monopolar probe and emg flex. There was no reintubation done during the procedure. There was no delay in the procedure and no adverse effect or patient impact. There was no revision surgery required as well. After the procedure, a nasofibroscopy was performed; however; no additional intervention done.

Manufacturer narrative:
Additional information suggest that nim probe is not appropriate for this file. The event is referring to cautery, not a stim probe. The monopolar probe used in the event is not a medtronic device. If information is provided in the future, a supplemental report will be issued.